Event description:
Ms3 pump - serial: (B)(4), new pump sent to pt a couple weeks ago; no batteries in pump. Programing has erased. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.